Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) ranging from 512 mg/dl to a reading of "high" on continuous glucose monitor. Prior to going to the ER, the customer delivered a correction bolus via the pump to address the bg level. In the ER, the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 4 hours later, (B)(6) 2024 with the issue resolved and no permanent damage. It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.